Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 component code.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check by user, the cs100 intra-aortic balloon pump (iabp) unit has white display. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to confirm the reported issue. The fse reconnected and secured flat cable between video receiver board and lcd display. After adjusting the component, there was no more white display when startup. Then, the fse completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a